Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side deflation and capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
Device evaluation: fold creases, one curved opening and yellow particles in device inner surface. A microscopic analysis and leak test were performed which identified one opening crease smooth, wear abrasion and one opening striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening crease smooth in the side anterior assessed as fold flaw opening. One opening striated in the side radius assessed as surgical damage.

Event description:
Device has been explanted.